Manufacturer narrative:
Per tandem¿s t:flex cartridge instructions for use: ¿make sure that insulin is at room temperature before filling the cartridge.¿ no product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple cartridge alarms (cartridge alarm 9 - overfill alarm) occurred with multiple cartridges during the load process. Reportedly, the cartridges were filled with approximately 400 units of cold insulin. The user successfully loaded a new cartridge. The user's blood glucose level was in the 100's (mg/dl).